Manufacturer narrative:
1627487-12192011-003-r this ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable for unknown reasons. In addition, the patient required an MRI for an unrelated issue. As a result, surgical intervention is pending to address the issue.

Event description:
Follow-up revealed surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.